Event description:
A customer contacted baxter technical service center regarding a system error code 2240 alarm that occurred on the homechoice (hc) during drain. The technical service representative (tsr) assisted the caller in clearing the system error code and advised to contact the nurse. The home pt stated that the pt's line disconnected from the transfer set. The homechoice meets device specifications and is safe to leave in the customer's home. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
No additional information regarding the sample is available.